Event description:
I came across a medication that I believe has an incorrect barcode. Is this the correct place to report it? The medication is: heparin lock flush solution, usp, 10 units/ml. Manufactured by: bd, (B) (4). (B) (4), (B) (4). The ndc is listed as (B) (4). The barcode is: (B) (4).